Manufacturer narrative:
The product has been received for analysis. At this point, product analysis has not yet been performed for this device. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted due to unknown product performance issue. The lead was removed prior to pocket closure and another lead was implanted to complete the procedure. No adverse patient effects were reported.

Event description:
It was reported that this lead was unable to be successfully implanted due to unknown product performance issue. The lead was removed prior to pocket closure and another lead was implanted to complete the procedure. No adverse patient effects were reported. The product was returned for analysis. The returned product was analyzed and laboratory testing and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.